Event description:
It was reported that the patients parents found the introducer (obturator) was hard to remove, and very stiff, and they removed and replaced the tracheostomy tube with another.

Manufacturer narrative:
The 4.0 ped tracheostomy tube was received for failure investigation. The manufacturing lot number is unknown. An inspection was performed and it was observed that the obturator would not slide freely into the flange of the outer cannula. The reported failure mode was confirmed.